Event description:
It was reported to boston scientific corporation in 2007 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure three days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician attempted to inflate the balloon to 6atm/20mm. The balloon ruptured inside of the patient at this time and the physician could not withdraw the balloon from the scope. The scope and the balloon were removed from the patient as a unit and the balloon was cut to remove it from the scope. The procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The complaint sample was returned for evaluation and a visual examination revealed that the balloon had a longitudinal tear and the shaft had been cut 4.5cm from the proximal end of the balloon. The root cause of the complaint could not be determined definitively from this investigation; however the most probable root cause is balloon leak due to contact with a sharp exterior. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, such as a calcified lesion, surgical staples or sutures, etc., or as a result of damage to the balloon during insertion through the scope.